Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). No fault was found and no parts were replaced. The system software was reinstalled by the fse and the technical error code did not reoccur. The evaluation of the received device logs showed that the technical error code indicating an internal memory error was generated twice. No other technical error codes were present. The root cause of the reported technical error code has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during a software installation, the ventilator generated a technical error code indicating an internal memory error. There was no patient involvement. (B)(4).